Event description:
Original report was that there was a crack in the housing of the pump in style transformer. Upon receipt of the product and qe evaluation a breach in the transformer housing was observed which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Product was received and evaluated by qe and confirmed a breach in the transformer housing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.48 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.8 ohms, which is normal and indicates that the thermal fuse did not blow.